Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.